Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device. Upon visual inspection of the complaint device it can be seen that the threaded tip is broken off, this thus confirming the complaint description. Furthermore wear and tear is clearly visible at the top end from hammer blows, as well some usage marks visible at the shaft. The subject device is, otherwise, in good condition. Because of the damage, the complaint-relevant dimensions cannot be checked for dimensional accuracy. A device history record review was performed for the subject device lot number 8718703. Manufacturing location: (B)(4). Date of manufacture: feb 17, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The exact root cause which has led to the complaint condition cannot be determined. It is likely that this condition may have been due to the insufficient connection with the insertion handle. If the connection is not tight the forces while hammering may cause the breakage of the threaded tip. We are not aware of the exact circumstances during the surgery; however, it is likely that a handling error and/or a mechanical overloading situation might have led to the breakage. No manufacturing-related product fault was identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during insertion of the replacement nail, the threaded portion of the striker broke off in the insertion handle. The surgeon was tapping the striker when it broke. The surgeon was able to complete the insertion of the nail by tapping the insertion handle directly. There was no delay in the surgery from this incident. All the parts were easily retrieved and outside of the patient so there was no harm to the patient. Concomitant part reported: insertion handle (part 03.010.486, lot 8628635, quantity 1) this is report 1 of 1 for com-(B)(4).